Event description:
It was reported that, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. Provocative maneuvers were performed; the testing was negative. The rv lead was explanted and replaced to resolve this event. The patient was stable.